Event description:
It was reported that a pt sustained a blister on the left lateral forearm after MRI cervical, thoracic and lumber spine exams. The size of the blister was not known. The lumber spine exam consisting of 13 scans was initiated where the customer was positioned feet first with her arms over her head. Due to no incidents, the technician decided to continue with the remaining cervical exam (8 scans) and thoracic exam (9 scans). The entire procedure consisting of 30 total scans lasted for 2 hours and 15 minutes. The customer indicated that padding was not used during the three exams despite being aware of padding requirements. The customer indicated that no padding was applied due to the pt's size. During the last sequence of the thoracic exam, the pt complained of burning sensation. The tech inspected the affected area and found a rectangular reddened area 3.5 inches in size. An hour after completion of the exam, the pt called the customer and reported that the reddened area developed into a blister. The customer suggested for the pt to visit the ER, but the pt stated that she would treat the burn herself.

Manufacturer narrative:
Ge healthcare has initiated an investigation for this event.